Event description:
Jaw part of spreader was broken during surgery using procedure after cutting mandible part with stryker saw equipment.

Manufacturer narrative:
The investigation result shows that the spring broke due to insufficient cleaning and maintenance and finally deformations at the inner working part (milling signs) which caused the bent edge. Considering the technical investigation results, there are no indications for any systematic design, material or manufacturing related issue. Based on the statistical evaluation, no indication was found for any device related issue.